Event description:
The pt was injected in the malar regions with 3.8 cc of radiesse on (B)(6) 2012. Approximately 3-1/2 weeks post injection the pt flew to europe on vacation. She reported developing inflammation, pain, swelling and redness with hardened areas the evening she returned home, (b)(60 2012. She reported her symptoms to the physician on (B)(6) 2012. She returned to his office on (B)(6)2012 and was diagnosed with infection. She was treated with antibiotics and a medrol dose pack.

Manufacturer narrative:
The pt was treated with two antibiotics; macrolide and quinolone showing significant improvement. The pt returned to the office on (B)(6) 2012. She did very well initially on the medrol dose pack however two days after completion she had rebound swelling and induration to one cheek. The course of prednisone was extended, starting with 40 mg and will taper down to 10 mg over 7-10 days. The pt continues to be on two antibiotics. The pt is doing very well overall. A review of the device history records indicated the reported lots #1034602 and #1033998 met all specifications prior to release with no abnormalities noted.